Event description:
Customer reportedly received result of 211 mg/dl on the aviva combo system while a comparison lab returned as 457 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).